Event description:
It was reported that a gradual increase in high voltage lead impedance in the svc to can vector was observed. The patient received a vibratory alert and a merlin.net transmission. The patient notifier was programmed off. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.